Event description:
Related manufacturing reference number: 2017865-2021-14978. It was reported that the patient presented with pocket erosion and infection. The implantable cardioverter defibrillator, right ventricular lead, right atrial lead, left ventricular lead and two previously capped right ventricular leads were explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.